Manufacturer narrative:
Qn # (B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received yet at our facility. A DHR (device history record) review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed, based only on the info provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was mode, but at the time there is no inventory of the involved product code (400640: aquapak 640 sw, 650 ml w/040 adaptor, intl) available at the facility nor is being manufactured at the time; however regarding other customer complaints from this same issue, a CAPA file # (B)(4) was opened to perform a further investigation for this issue (this CAPA is owned by(B)(4)). If device sample becomes available at a later date this complaint will be re-opened.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was found that the thread on the adaptor was damaged. The issues with the adaptors is a known issue and a CAPA has been opened.

Event description:
The customer alleges that the adaptor does not fit to the flow meter. The thread inside is getting defective easily and this makes the device un-usable. No patient injury reported.

Event description:
The customer alleges that the adaptor does not fit to the flow meter. The thread inside is getting defective easily and this makes the device un-usable. No pt injury reported.